Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 2 infusion sets adhesive on (B)(6) 2024. And (B)(6) 2024. The patient reported infusion set fell off during use. The infusion set was in use for less than one day. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12323- device 1 of 2.